Event description:
It was reported that during a routine set change the user removed a cartridge from the pump and found the glass portion broken, with fragments left in the chamber; the user cleared the glass, installed a new cartridge and infusion set, and therapy continued, with blood glucose reported at 240 mg/dl prior to the change and returning to range afterward. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a review of the event details and user feedback. Investigation of this case revealed that the damage involved a cracked or broken glass cartridge and that the pump functioned after replacement without further issue. It was concluded that the event was related to a damaged cartridge component, with no ongoing device performance concerns after replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.